Event description:
The physician was using a complete se iliac stent to treat a lesion in the right distal superficial femoral artery. The lesion exhibited little calcification and 70% stenosis, with an artery diameter of 5mm and a lesion length of 8mm. There were no abnormalities reported in relation to anatomy. The lesion was pre-dilated with an admiral xtreme balloon. The complete se device was inspected and prepped prior to use with no issues noted. No resistance encountered advancing the device to the lesion. The stent was deployed at the intended lesion site. The physician encountered difficulties removing the delivery system from the patient following stent deployment. The tip of the delivery system caught the distal end of the stent. The physician had to pull hard to remove the system from the patient, causing the distal stent marker to become inverted. The physician attempt to post-dilate the stent with a pta balloon catheter, however ,was unable to pass the balloon. A coronary balloon catheter was then used to post dilate the stent. No other patient complications were reported. Image review: the procedural still images show the target lesion with significant stenosis evident prior to stent implantation. The stent was successfully deployed. The distal stent marker deformation was visible on the images.

Manufacturer narrative:
Evaluation, results: root cause undetermined (force required to remove delivery system, which contributed to the stent damage). No results available since no evaluation performed- device not provided for review; no device returned. Conclusion: (force required to remove delivery system, which contributed to the stent damage). (B)(4).

Manufacturer narrative:
Evaluation: (root cause of the reported event is undetermined). Failure to follow instructions (use of force to remove delivery system). (B)(4).

Event description:
Evaluation summary: the proximal end of the distal tip was flared and raised. There was no further damage evident to the device. No issues were noted passing a 0.035&#55303;uidewire through the inner lumen.